Event description:
On (B)(4) 2009, stryker biotech learned of a case in the literature (schuberth, john m., didomenico lawrence a., mendicino, robert w., "the utility and effectiveness of bone morphogenetic protein in foot and ankle surgery" the journal of foot and ankle surgery, (prepublication) 2009: 1-6) involving a patient who experienced failure to heal after receiving op-1 implant for an unspecified foot/ankle procedure. Broken and/or loose hardware was observed in the postoperative period. No additional details were provided. Additional information will be requested.